Event description:
Pt reported that the device initiated a test sequence, without having first applied blood, or control solution, to the test strip. Pt's blood glucose was not affected and no treatment was received. At the time of the report, pt had already discontinued use of the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.